Event description:
It is reported that after a knee arthroplasty, the patient was revised due to infection.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: unknown persona femoral lot# unknown, unknown persona tibial tray lot# unknown, unknown persona bearing lot# unknown. Reported event was unable to be confirmed due to limited information received from the reporter; product identification (part number / lot number) of device involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused any patient infection. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent revision of knee arthroplasty due to infection. During the revision procedure, it was stated that the removed implant was subsequently flashed sterilized, coated with anti-bacterial cement and implanted back in the patient as a place holder until the infection was cleared. A second stage revision date had not yet been scheduled.